Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5 using rhbmp-2/acs. Following the surgery, the patient suffered significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed bony overgrowth and subsidence. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4) ( pseudoarthrosis , hamstring). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with l4-5 instability secondary to bilateral pars intra articularis defects and annular tearing of the l4-5 disk and underwent l4-5 posterior lumbar inter-body fusion. As per op-notes, ¿ a 13 mm saber cage was placed filled with bmp bone grafting material¿. On (B)(6) 2007: the patient presented with: degenerative disk disease, c5-6; herniated nucleus pulposis, c5-6; left c6 radiculopathy and underwent c5-6 anterior cervical discectomy and fusion with anterior plating. No patient complications were reported. On (B)(6) 2008: the patient presented with l4-5 failed fusion with a non-union with implanted cages. The patient underwent anterior lumbar inter-body fusion with revision of the disk space at l4-5. Post-op diagnosis: l4-5 failed fusion with a non-union with implanted cages. Low back pain. No patient complications were reported. On (B)(6) 2008: the patient presented with chronic right patellar tendon failure and underwent the following the procedures: reconstruction of patellar tendon with transferred semi-tendinosis, autograft hamstring; placement of pull-down wire; debridement and reattachment of inner substance of patellar tendon. No patient complications were reported. On (B)(6) 2008: the patient presented with retained wire status post patellar tendon reconstruction and underwent removal of deep wire. No patient complications were reported. On (B)(6) 2009: the patient underwent CT of lumbar spine post-op fusion. The results were compared to the myelogram results of (B)(6) 2006. Conclusion: interval evidence of partial inter-body fusion located in the anterior part of the inter-space; small osseous fragments identified in the neural foraminal bilaterally for the l3 roots of uncertain clinical significance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.